Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of bifascicular block with right branch bundle block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. After the pre-bav, the patient went into complete heart block which required temporary pacing for the rest of the case. During the procedure, the valve was able to be implanted. On (B)(6) 2026, the physician stated that the patient will receive a permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of bifascicular block with right branch bundle block (rbbb). The length of the membranous septum was 2.2mm. There was some calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. After the pre-bav, the patient went into complete heart block which required temporary pacing for the rest of the case. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A temporary pacemaker was left inside the patient's anatomy to stabilize. On (B)(6) 2026, the physician stated that the patient will receive a permanent pacemaker. The implanter classified this event as being related to the performance of the device pre-bav device. The patient was discharged.